Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a no delivery alarm and a compromised force sensor system alarm on the insulin pump. Customer had a no delivery alarm while trying to bolus and a compromised force sensor system alarm after getting home. Customer's blood glucose was over 400 mg/dl all day. Customer has been treating with shots. Customer was advised to disconnect from the pump. Customer stated that the pump was not dropped or bumped. Customer stated that the drive support cap is sticking out. Customer stated that she did not touch the cap while connected. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.